Event description:
During an atrial fibrillation procedure, there was a communication issue with the surface electrode kit resulting in the monitor not displaying and the procedure was delayed. The user exited the case, monitor output was confirmed and the case was re-entered but the option to resume the study was not available. Revalidation was performed and an error message occurred stating the device was not used. Attempts to re-enter the case with the same ID were made with no resolution. The dws and amplifier were each rebooted twice and reconnections were done several times with no resolution. The patch, tactiflex and hd grid catheters were exchanged and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported display issue and subsequent delay remains unknown.